Event description:
The patient reported that she was in the hospital due to her diabetes. She was asked to provide additional details, but the patient did not have time to answer questions. The patient did not provide a phone number to contact her in the future. No additional details were available regarding the patient or the circumstances regarding her hospitalization. Not available to return any product for evaluation due to not being able to contact the patient.

Manufacturer narrative:
Product not returned for evaluation.